Event description:
It was reported by the customer that during an appendectomy procedure, the device was fired and cut and stapled halfway and locked out. The doctor decided to convert to open, because they could not get the bowel closed. They completed the case with standard staplers once the patient was opened.

Manufacturer narrative:
Wedge sled. Evaluation summary: the analysis results found that the device was returned in good visual conditions and with a reload loaded in the device. The reload was returned fully fired on the right side, and was noted to be unfired on the left. The reload had the lockout damaged and the left wedge sled missing not allowing the left side to be fired. The device was tested for functionality with a test reload and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.